Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. Patient presented with unstable angina. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the non-calcified and non-tortuous proximal left circumflex artery (lcx). A .014" non-bsc guide wire was introduced to the lesion and a 2.5 x 12mm non-bsc balloon catheter was advanced over the guide wire and inflated at the lesion to 14 atms for 22 sec, then 10 atms for 21 secs. Patient had chest pain, (3 on scale 1-10), during inflation. Physician removed balloon catheter and proceeded with a non-bsc ivus catheter, and recorded images. A 2.75 x 24mm promus element plus stent delivery system (sds) was advanced and deployed at 10 atms for 10 secs; patient had chest pain (3 on scale 1-10), during inflation. Then the stent balloon was inflated to 15 atms for 15 secs. The sds was removed. Ivus was performed. Then a 3.0 x 16mm promus element plus sds was advanced and deployed; 1st inflation 18atms for 20 secs, 2nd 20 atms for 25 secs., 3rd 20 atms for 16 secs. The sds was removed. A non-bsc ivus catheter was advanced and caught on the proximal end of the stent and lifted the strut. A 3.5 x 8mm non-bsc balloon catheter was advanced and post-dilated the stent to 22atms for 23 secs.; patient had chest pain, (4 on scale 1-10), during inflation. Physician "re-ivused" the lesion location, then reintroduced the 3.5 x 8mm non-bsc balloon catheter and post-dilated to 18 atms for 20 secs., and 17 atms for 15secs. No further patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).